Event description:
It was reported that insulin gauge displayed fill amount that differed from what customer expected, with pump showing 150 units while customer expected 240 units and difference being greater than 30 units, although issue was not active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer waited a couple of days and then changed cartridge, and technical support advised customer to call back for troubleshooting if problem occurred again, which customer acknowledged.